Event description:
It was reported that the user received an occlusion alert while using an infusion set with a contact detach site, and insulin delivery resumed only after a full supply change using all new supplies, indicating an obstruction of flow associated with the connector/coupler component. Customer care provided support that included walking the user through supply change. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow at the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.